Manufacturer narrative:
Screw shaft was left in patient, and the broken screw head was removed from the patient. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric femoral nail advanced (tfna) procedure on (B)(6) 2018, the head of a titanium locking screw broke while the surgeon was tightening it. The fragment of the broken head of the screw was removed from the patient. The shaft part of the screw remained in the patient. It was observed that the patient had really hard bone. Procedure was successfully completed. Patient status is unknown. Concomitant devices: tfna nail (part: unknown, lot: unknown, quantity: 1). This report is for a 5.0mm titanium (ti) locking screw 40mm. This is report 1 of 1 for (B)(4).